Manufacturer narrative:
Info not received. Interface board and black cable replaced. Evaluation summary: based upon the inquiry info received visual and functional examination: the unit was found to require the interface board and black cable to be a replaced. The device was functionally tested, met all product requirements and returned to the customer.

Event description:
It was reported that they noticed that their lorad table is fluctuating on their x and z axis when the mammotome is on. The lorad engineers tested the table and when the unit was turned off the values didn't fluctuate. Case was completed using the unit and the remaining cases were cancelled.